Manufacturer narrative:
6/6/97-supplemental report #1 submitted to FDA.

Event description:
Five days post-operatively, adhesions were noted and a reoperation was performed. The surgeon has associated the adhesions of the bowel to the subject device.